Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, that during an unknown procedure before inserting the 4.5 healix advance br3sut w/oc, the surgeon noticed a slight crack. S/he inserted the anchor forcibly, but it wholly cracked. The broken anchor was removed from the patient¿s body. The procedure was delayed by less than thirty (30) minutes. There was no harm to the patient. The device was the first use when the issue occurred. This report is for one (1) 4.5 healix advance br3sut w/oc. This is report 1 of 1 for (B)(4).